Event description:
Porous femoral stem revised 28 months after total hip arthroplasty. At revision, cobalt chrome alignment pin in the stem was observed to have sheared.

Manufacturer narrative:
Other devices used: catalog number 220610 long 50 neck. Device history records for the stem are intact and conforming and indicate manufacture to specification.